Event description:
It was reported that the device battery voltage appeared low during an in-office interrogation and the device battery longevity was questioned. It was noted - and previously reported in a separate, earlier event - that the patient had experienced inappropriate therapy due to oversensing of the right ventricular lead and the shocks delivered by the device may have contributed to the shorter device longevity. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device. Analysis was attempted - but not possible - because the file was not usable. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2009 (B)(6). (B)(4).